Manufacturer narrative:
Updated section b5 and d4- lot number.

Event description:
As reported by the field clinical specialist, during a transcatheter mitral valve replacement procedure by transfemoral approach, the 29mm commander delivery system leaked at the distal hub at the distal tip of the volume indicator binding during deployment resulting in 75% inflation. Valve alignment was performed in a section as straight as they could with mitral. Due to difficulty during gross alignment, a lot of manipulation was done, and the physician torqued hard on the device. A new delivery system was needed to fully deploy the 29mm sapien 3 ultra resilia valve. A second inflator was used for the new delivery system, but there was no malfunction with the first inflator. The valve was successfully implanted.

Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was evaluated, and the following were observed: leakage was observed from the distal end of colored strain relief at the y-connector after de-airing. Kink was observed on the balloon shaft under the colored strain relief. X-ray confirmed the balloon shaft was kinked and twisted at two locations under the colored strain relief. Upon removal of strain relief, the findings appeared consistent with the x-ray results where balloon shaft was twisted and kinked, approximately 0.125" and 1" from distal end of the y-connector. Leakage was further confirmed from the twisted section of the balloon shaft with exposed braiding, just distal to the y-connector. Whitening observed on the balloon shaft around the exposed braiding suggests that the shaft experienced bending. Locknut/collet force measurement was taken, and the device met the specifications. The complaints for gross alignment difficulty and delivery system leakage were confirmed through returned device evaluation. A review of the DHR and lot history could not be performed because the wo information provided was not searchable. Therefore, it could not be determined the presence of a manufacturing non-conformance. A review of the IFU and training manuals revealed no deficiencies. Additionally, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Product evaluation revealed that the device met its specifications where gross alignment was able to be performed at warning marker. The locknut and collet engagement force met the specification. In this case, it is possible that valve alignment was performed in a tortuous vasculature. Under such conditions, this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. As such, available information suggests that procedural factors (valve alignment in a non-straight section of anatomy) may have contributed to the complaint event. During product evaluation of the returned device, leakage was observed from under the colored strain relief. Upon removal of the strain relief the leak was observed to originate from damage to the balloon catheter shaft with exposed braiding just distal of the y-connector, and the whitening observed on the balloon shaft around the exposed braiding suggests that the shaft experienced bending. Per training manual, the user is instructed to not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. In this case, it is likely that the user torqued the proximal end of balloon catheter to overcome the gross alignment difficulty, causing the delivery system to leak as the intended fluid pathway was compromised. As such, available information suggests that procedural factors (damaged balloon shaft due to device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transcatheter mitral valve replacement procedure by transfemoral approach, the 29mm commander delivery system leaked at the distal hub during deployment resulting in 75% inflation. Valve alignment was performed in a section as straight as they could with mitral. Due to difficulty during gross alignment, a lot of manipulation was done, and the physician torqued hard on the device. A new delivery system was needed to fully deploy the 29mm sapien 3 ultra resilia valve. A second inflator was used for the new delivery system, but there was no malfunction with the first inflator. The valve was successfully implanted.

Manufacturer narrative:
Investigation is ongoing.